Event description:
Pt was receiving a blood transfusion. Blood entered & pt system at 1315. Rn checked urine prior to start of transfusion and checked it with dipstick which was negative for blood. Rn was in pt room for finish 15 mins (50cc blood) & checked urine every 30 mins. At 1445 slight temp elevation from 97.4 to 99 f degrees. Checked urine for blood at 1455 (3+ blood). Transfusion stopped. Tubing sent to lab with blood. This was second incident/different lot in one week. The device filter was at fault in the prior event. All blood tubing of this lot sent back to MFR.